Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported another 2mm cut was made due to visionaire cutting blocks making the patient tight in extension.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.